Event description:
Device used during rapid infusion / mass transfusion event. During use, team noted that unit was not warming blood / fluids as expected, however, by the time this was noted the patient had already been transfused with approximately 20 units of cold blood. Device sequestered and biomed was notified. Vendor rep came on site to evaluate device and determined that it was not functioning properly, although as of this time has not identified cause of problem. Possible harm resulted from mass transfusion of cold fluids (prolonged coagulopathy, hypothermic state).

Event description:
Device used during rapid infusion / mass transfusion event. During use, team noted that unit was not warming blood / fluids as expected, however, by the time this was noted the patient had already been transfused with approximately (B)(4) units of cold blood. Device sequestered and biomed was notified. Vendor rep came on site to evaluate device and determined that it was not functioning properly, although as of this time has not identified cause of problem. Possible harm resulted from mass transfusion of cold fluids (prolonged coagulopathy, hypothermic state).

Event description:
Device used during rapid infusion / mass transfusion event. During use, team noted that unit was not warming blood / fluids as expected, however, by the time this was noted the patient had already been transfused with approximately 20 units of cold blood. Device sequestered and biomed was notified. Vendor rep came on site to evaluate device and determined that it was not functioning properly, although as of this time has not identified cause of problem. Possible harm resulted from mass transfusion of cold fluids (prolonged coagulopathy, hypothermic state).